Manufacturer narrative:
A visual, functional, and dimensional analysis was performed on the returned device. The difficult to open or close could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation was unable to determine the cause of the reported issue. The subsequent treatments are related to the circumstances of the procedure. It is possible the foot surfed out of the guide or became caught on tissue leading to the surgical treatment and vessel injury to remove. In this case, both the dislocated foot would explain the greater difficulty to close the foot and effort to remove the device by nicking the vessel, and a locked on tissue condition would prevent the foot from reopening and require device disassembly and or the nick to free the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation: updated from yes to no. H6 correction: health effect - impact code 4641 was added. Medical device problem code1212 was added.

Event description:
Subsequent to the initially field report, the following information was received: the device also became stuck in the vessel. The device was disassembled to remove it. No additional information was provided.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation pulse field ablation (af pfa) interventional procedure. Reportedly, the foot was unable to close after deploying the suture, causing a nick in the vessel. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 14f sheath and the af pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and a figure of eight stitch. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.